Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: bolus history verifies reported 5.00 unit ezcarb pump bolus on (B)(6) 2013 at 6:59pm. A 24 hour duration test was performed. No unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was removed and no damaged/misaligned contacts found. No evidence of contamination found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump inadvertently infused 5 units in a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.